Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery via antegrade approach. After the guidewire was able to cross the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. Consequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, but the balloon ruptured again. The device was removed using normal method without issue and was safely removed outside the patient. Another 2mm x 20mm x 143cm coyote es balloon catheter was used, however upon removal, it was noted that the catheter got separated inside the patient. It is possible that this is due to the balloon being caught in the calcified lesion part. Only the balloon was removed, and a part of the device remains inside the patient. The procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure. Post bypass procedure, there was no problem with the patient at all.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery via antegrade approach. After the guidewire was able to cross the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured. Consequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, but the balloon ruptured again. The device was removed using normal method without issue and was safely removed outside the patient. Another 2mm x 20mm x 143cm coyote es balloon catheter was used, however upon removal, it was noted that the catheter got separated inside the patient. It is possible that this is due to the balloon being caught in the calcified lesion part. Only the balloon was removed, and a part of the device remains inside the patient. The procedure was completed with a different device. No complications were reported, and patient was in good condition post procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified with the device and no patient complications were reported.